Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the rn called to report that on (B)(6) 2010 "during the beginning of the insertion, the staff found that there was a leak at the hub." As a result, "they grabbed another ai-07126 and completed the insertion." There was no reported patient injury or complications.